Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went into diabetic ketoacidosis and was hospitalized for a high blood glucose of 956 mg/dl. The customer felt lethargic as a result. He was treated with insulin drip and other fluids. The customer did not feel the insulin pump was to blame and declined troubleshooting for the pump; the customer blamed the infusion set. The patient's current blood glucose was 126 mg/dl. No products were shipped or returned.